Event description:
Caller reported a malfunction on the pump with no notable events occurring prior to the incident. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions for resetting the pump, after which the malfunction did not recur. Customer was advised to continue using the pump and to contact support if the malfunction code reappeared, which the caller acknowledged and understood.